Event description:
Ous MDR - oversensing of the rv lead with charge process was reported. This device has not been returned for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly in summary, there is no indication of a manufacturing error.